Event description:
It was reported that during the minimal incision surgery of the feet, a part of the tip of the driver broke off. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as the visual evaluation of the received ar-8741-40 with batch: 1392445 noted that the drive geometry at the distal tip had broken off (see evaluation pictures 3 + 4). The broken pieces were not returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.